Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: "pump infused whole bag of insulin within less than 1 hr. Unsure how it got 75units/hr and then another 200 units/hr later on."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device was not returned for evaluation. The device logs were provided for review: active device history log review: [ ] n/a [ ] defect confirmed [x] defect not confirmed. Log review shows on 8/26/2025 at 9:24pm an infusion start of 200ml/hr and 1000ml (dl: IV w/add). At 9:28pm with a volume infused to 11.96ml an air alarm and at 9:35pm an air alarm followed by purge and infusion start. At 9:42pm with a volume infused to 34.72ml infusion was stopped and at 9:44pm infusion was started followed by two pressure alarms. At 9:45pm infusion was started and at 10:48pm with a volume infused to 245.61ml infusion was stopped with no further infusions taking place that day. Based on log review, pump was not programmed to infuse 75ml/hr and volumes delivered are consistent with programming. All information concerning this reported incident has been included in our trend analysis of the product line.